Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that they tried removing and re-inserting the leads several times as well as wiping off the lead. At this time there are no further issues and no actions are planned.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they ran a lead connection check towards the end of the case and everything came back all green. The physician then screwed in the 0-7 set screw on the battery port, but when he screwed in the 8-15 he said the set screw was not clicking. He took the lead out, put it back in, and then the screw clicked in. However the lead connection check showed half of the 8-15 lead with red x's. We then tested several more times and had varying different results, but never all green. The representative went to get another battery at the request of the physician but he decided not to open it when, in our final connection test, we only had one red x on the 8-15 lead and it was for an electrode not being used in the patient's programming for the original ipg. No external or patient factors were known to have contributed to the issue. It was unknown if it was resolved at the time of the report. The patient was going to be seen for a follow-up appointment on 14-apr. No patient symptoms reported.